Event description:
The nurse hung a secondary bag (antibiotic) and was called away. Another nurse entered the room to assist with something and noticed that the clamp was closed on the secondary tubing. She opened the clamp and witnessed that the secondary bag was free-flowing. She closed the clamp and removed the tubing and sent it to biomed.device #1is this a laboratory device or laboratory test?no.